Event description:
It was reported that the patients ipg was no longer functioning as intended. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred a couple months prior to the date the manufacturer became aware.